Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 3 months after the dental implant and abutment were placed in ada site 10, non-osseointegration was noted in type ii bone. Clinician noted pain. An infection was not present. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. In addition, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reported that 3 months after the dental implant and abutment were placed in ada site 10, non-osseointegration was noted in type ii bone. Clinician noted pain. An infection was not present. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.